Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer who reported that analyzer (B)(4) would not activate. Customer tried replacing the batteries but to no avail. The customer was asked to try a different battery carrier, instructing to pay close attention to the battery orientation. The customer states that when removing the carrier the batteries and the carrier became extremely hot. There is no patient information associated with this complaint. Based on the information available at the time, there were no injuries associated with this event. The customer stated that the batteries in general have an odor.

Manufacturer narrative:
(B)(4).

Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2013. The complaint of no activation was confirmed, and was due to a burned keypad flex cable. The complaint of the batteries being hot to touch was not reproduced.